Manufacturer narrative:
Continuation of d10: product ID d-evprop2329us (lot: 0013200093); product type: 0195-heart valves; implant date ; explant date select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted but was noted to be positioned r elatively high in relation to the aortic annulus. Additionally, it was noted that there was significant paravalvular leak. In response, the attending physician decided to implant a second valve into the previously implanted valve. After implantation of the second transcatheter valve, moderate paravalvular leak was still identified. Subsequently, it was decided to implant a non-medtronic (abbott) vascular plug to combat the paravalvular leak.

Manufacturer narrative:
This is a system report. The section d. Information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: medtronic brand name: evolut pro plus dcs; product ID: d-evprop2329us; lot: 0013200093; UDI: (B)(4); manufactured date: 2025-12-19; use by date: 2027-12-19; implant date: not-implantable; FDA site ID: 9612164 . Image review: a pre-implant patient executive summary was not provided; therefore, a comprehensive pre-procedural anatomical assessment could not be completed. One intraprocedural fluoroscopic cine was submitted for review. Review of the available imaging demonstrates the presence of two evolut transcatheter heart valves (evolut-in-evolut configuration) and a paravalvular leak plug, with a possible trace paravalvular leak. As no additional imaging was provided, a comprehensive analysis could not be completed. Updated data: b5. H6. H11. System reported device added additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the first valve was inadvertently deployed at an unintended depth. Following the implant of the vascular plug, mild pvl remained.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implant procedure, the valve was implanted but was noted to be positioned r elatively high in relation to the aortic annulus. Additionally, it was noted that there was significant paravalvular leak (pvl). In response, the attending physician decided to implant a second valve into the previously implanted valve. After implantation of the second transcatheter valve, moderate paravalvular leak was still identified. Subsequently, it was decided to implant a non-medtronic vascular plug to combat the paravalvular leak. Additional information was received that the first valve was inadvertently deployed at an unintended depth. Following the implant of the vascular plug, mild pvl remained. Additional information was received that the intended implant depth of the first valve was 3 millimeters (mm). The actual implant depth of the first valve was 0 mm.